Manufacturer narrative:
The used/damaged spectrum autopass needle was returned for evaluation on 15-feb-2016. Visual examination found the tip portion had broken off from the needle and the broken portion was returned. This lot with the (B)(4) was manufactured on 31-aug-2015 in a lot of 1350 units. There have been a total of five (5) reports of needle tip breakages received for this item and lot number combination. A 2-year review of complaint history shows there have been twenty-nine (29) complaints received for this product. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported that during use of the spectrum autopass suture passer needle with a spectrum suture passer in a shoulder arthroscopic rotator cuff repair procedure, the needle tip broke on the 1st pass in an average thickness cuff and lodged in the cuff. As the needle tip was visible via the scope, the surgeon was able to remove the autopasser and retrieve the needle tip with a pair of graspers. Using a new autopass needle, the surgeon returned to his operation and passed the remaining sutures through the cuff with no further complications noted. The procedure was otherwise completed as planned with no patient injury or surgical delay reported.